Manufacturer narrative:
Images of the device appeared to show a catheter break proximal to the distal marker band. The distal end of the microcatheter appeared to have been steam shaped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after shaping, it was found that the echelon tip end was damaged. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. There was no patient involved in this event. Additional information received reported the cause of the damage was not determined? If so, please clarify what the cause was. The catheter from the heat source was placed about 5-10cm away for about 2 minutes, 2 times.

Manufacturer narrative:
H3. Product analysis: equipment used: vis m-81805, 203 cm ruler m-83361, guide wire silverspeed-14 hydrophilic guidewire (lot #9582100, ref #(B)(4)) as found condition: the echelon-10 microcatheter was returned for analysis within a shipping box, within a sealed plastic biohazard pouch, within an opened echelon-10 microcatheter inner pouch, and within the dispenser track. Visual inspection/damage location details: no damage or debris was found within the hub. No damages or irregularities were found with the echelon-10 micro catheter body. The echelon-10 distal tip was found to have slight damage from shaping. No other anomalies were observed. Testing/analysis: the echelon-10 total length was measured to be ~152.7cm, and the useable length was measured to be ~143.3cm, which is within specification (specification: total (ref) = 152cm, usable = 144.4cm ± 1.5cm). The echelon-10 micro catheter was flushed, and water exited the distal tip. Conclusion: based on the device analysis and reported information, the customer report of ¿catheter kink/damage¿ was found to be confirmed, and the root cause was determined to be distal tip pre-shaping. Possible causes for catheter tip damage during shaping are the shaping mandrel not fully inserted into the catheter tip during shaping, using a heat source other than steam, exceeding 30 seconds of shaping, or removing the mandrel before the catheter tip has properly cooled. The customer reported that ¿the catheter from the heat source was placed about 5-10cm away for about 2 minutes, 2 times.¿, which is well over the ¿do not exceed 30-seconds¿ time limit mentioned in the IFU. The customer report of ¿catheter separation/break¿ was unable to be confirmed, and the root cause was unable to be determined. The catheter was tested multiple times with a guidewire, which exited the distal tip without any issues or resistance. No separation or breaks were noticed during the testing. There was no patient involved in this event. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.